Event description:
The customer's wife reported via phone call that the insulin pump was not functioning properly. Caller reported that the customer experienced a low blood glucose level that required treatment from paramedics. The customer was treated, but not hospitalized at that time. .caller also reported that the insulin pump had the incorrect time and date stored, which she was able to correct. During a follow up call, the customer's wife confirmed that the customer was currently hospitalized due to an infection. Blood glucose level at the time of the call was 80 mg/dl. The customer's wife was advised that the insulin pump would be replaced but would not return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.